Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was used via tibial access to treat a chronic total occlusion in the anterior tibial artery (at). Intravascular ultrasound showed luminal placement. The physician planned to work from the at to the tibioperoneal trunk (tpt) and popliteal. Atherectomy was performed on low speed for a distance of about 15cm. A rest period was then observed. Several medium speed treatments were then administered with 25 second rest periods and without any complications. The oad was repositioned closer to the tpt, and a low speed treatment was initiated. The crown advanced about 2cm and continued to orbit, but it could not be advanced any farther. The driveshaft could not be retracted. After some maneuvering, the driveshaft moved, but it became entrapped again. The device was then eventually removed with additional force and was retracted back to the guide catheter. It was determined the vessel had spasmed, thereby causing the maneuvering difficulties. All devices were removed from the patient. Some intimal damage was noted on angiography, but ivus confirmed only minor dissections. Balloon angioplasty was used to treat the damage. The patient was stable following the procedure.